Manufacturer narrative:
Concomitant medical products: product ID: 8781 ascenda_cath lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780 ascenda_cath lot/serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: ascenda_cath lot/serial # (B)(4), implanted:(B)(6) 2014, explanted:(B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a hcp (healthcare provider) via a company representative that this patient's implanted pump system delivered lioresal with a concentration of 2.0mcg/ml concentration at a basal rate of 4.0 mcg/hr plus pulsatile dosing of 80mcg at 2400 and 0400, 50mcg at 0800 and 1200 and 75 mcg at 1600hr and 2000hr. The patient received a total daily dose of 503.9 mcg/day. The patient's relevant medical history included tetraplegia from mvc (motor vehicle collision) in (B)(6) 2013 and spasticity. The patient's first pump and pump segment of catheter were removed due to infection (see manufacturer report # 3004209178-2015-16973) but the spinal segment of catheter was never removed because the patient was extremely dependent on her pump for spasticity control and they wanted to provide a seamless transition over to the new pump. The patient first started experiencing pump issue and infection within the last 60 days. It was also reported that it was unclear when the infection began. However, the patient had a small open wound on her back that was pussing and it just got increasingly aggravated. The patient experienced a 6-8 week history of localized lumbar incision infection that failed treatment with antibiotics. The pump was just re-filled on (B)(6) 2015. There was no dosage change but it was also reported that a medication change occurred. This same date the pump was interrogated and was working well. A PICC (peripherally inserted centralized catheter) was placed and intravenous therapy was initiated on (B)(6) 2015. No changed in spasms were noted. On (B)(6) 2015, the patient deteriorated and became drowsy and confused. The patient was admitted to the hospital with renal insufficiency, seizure, and respiratory failure requiring intubation. The patient was hospitalized greater than 48 hours. On (B)(6) 2015, a csf (cerebrospinal fluid) study was negative. The patient was afebrile with no leak increase. On (B)(6) 2015, the patient underwent MRI (magnetic resonance imaging) and meningitis was questioned. The patient did have meningitis but all the parts of the pump that they tested came back negative in culture. Periodic apnea was also reported. The pump stalled due to MRI as anticipated but reportedly the pump did not recover until 4 hours. The patient also had an MRI over almost a month prior to the MRI on (B)(6) 2015 and the pump took over an hour and a half to recover. No device issue was determined and no troubleshooting was performed. On (B)(6) 2015, the pump and catheter were surgically explanted and the surgeon noted tubing to intrathecal space kink. The pump plus the original catheter with extension tubing attached were returned for analysis. The hcp wondered if there was anything wrong with the catheter, any kinks or tears, or other issues and if the pump was over or underinfusing or anything else wrong and returned the pump to rule out a mechanical problem. As of (B)(6) 2015, the patient was not doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter segments and the pump were returned for analysis. As received, the pump reservoir had 35 ml of fluid in it and was running in flex dosing. The pump logs indicated motor stalls and motor stall recoveries and the patient did have an MRI. The pump passed dispense testing and destructive analysis did not show any anomalies. The pump met specification. Fdc 71 applied. Segment 1 catheter: this segment measured from the collet catheter to the catheter connector pin to the cut off tip. The distal dispensing tip was cut off and missing. When subjectively compared to an example ascenda catheter in the laboratory, approximately 2.3 cm of the distal tip was missing. No kinking of the catheter was noted. The catheter body was torn, broken, or melted at or after explant and did not affect infusion. (B)(4).